Event description:
Health professional reported left side "capsular contracture baker grade iii" and exchange from textured to smooth implant due to the patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, deformation and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d4, d6b, d9, e1, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health professional reported "capsular contracture baker grade iii" and exchange from textured to smooth implants due to the patients concern with the product. This record is for the left side. Device remains implanted.

Event description:
Health professional reported "capsular contracture baker grade iii" and exchange from textured to smooth implants due to the patients concern with the product. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.